Event description:
Pt with large diameter metal on metal total hip replacement was revised. Pt has elevated.

Manufacturer narrative:
(B)(4). Issue reported due to the revised cormet cup, but this is ous and coupled with a large diameter head which is not approved for use for tha in the u.s.